Manufacturer narrative:
Visual inspection performed the day 05th feb 2016 by the r&d project manager: breakage of the tip of the driver. Fragile failure. This is related to excessive stress (insertion torque) applied to the instrument during screw insertion. A large diameter (8mm) screw was inserted, and no tap or unappropriate tap size was used, contrary to the indication (see surgical technique). The event is considered a result of a user error.

Manufacturer narrative:
On (B)(6).2015 the r&d spine director reported as follows: I had a discussion with the surgeon regarding the case. He mentioned that he wasn't aware that the taps are undersized. Therefore he used a 7mm tap for a 8mm screw which is obvious not the idea. This could be one of the reason why the instrument failed. Batch review performed on (B)(6) 2015: lot 1550173: (B)(4) items manufactured and released on (B)(6) 2015. No anomalies found related to the problem. One similar case on 2 items of the same lot has been already received. Not yet received.

Event description:
A must screw drivers tip broke during surgery. The surgeon had a prolongation from a must surgery and needed to replace a 7mm must screw by a 8mm must screw, during screwing the 8mm screw the tip of the screw driver broke (he did not tap), he needed to again take out screw , use a new screw driver and finally then used the tap and could make it fully screw the 8mm must screw. No patient/user harm. Instrument involved will be returned to medacta.

Manufacturer narrative:
On 06 june 2016 it was prepared a final report with the information already submitted in the previous reports. On 20 june 2016 the report was sent to the initial reporter and the case was closed.